Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v225114, implanted: (B)(6) 2009, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s ¿lead is broken off¿. The patient had gone in for a regular check up and a manufacturer representative and healthcare professional (hcp) had difficulty getting the patient¿s device adjusted and told the patient they would need a replacement due to the lead. It was noted this was the reason why the patient was not feeling stimulation either. The patient would be scheduling the replacement, but there was not a date in mind yet. It was also reported that the patient had a fall and possibly broke their shoulder. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.